Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument and performed failure analysis. The harmonic ace instrument was found with a broken curved blade at the base. A broken piece measuring approximately 0.45" x 0.10" in size was returned. No material was missing as the broken assembly was pieced back together.

Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, the harmonic ace instrument's blade suddenly broke and fell off. A fragment from the instrument fell inside the patient and was retrieved in the same procedure. The customer used a spare instrument to continue with the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instruments were inspected prior to use, and no damage was noted out of the ordinary. The surgical task being performed at the time of the issue was while grasping tissue. The instrument was used for an hour prior to the issue occurring. The surgeon noticed issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with anything else. The instrument was not removed during the procedure or prior to the breakage. The instrument was straightened upon removal, and no resistance was felt as the instrument was removed through the cannula. No damage to the cannula or instrument was noted after the event occurred. All fragments were confirmed to be removed with a forceps instrument and watched through the screen. No additional surgical procedures were required to remove the fragment. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The procedure was completed robotically with no report of injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Event description:
Refer to h10/h11 for follow-up information.